Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the vad coordinator submitted a log file to the MFR for review due to several speed drops and pump stoppage. The echocardiogram (echo) was normal and indicated that the percutaneous lead had a previous jacket tear near the exit site which has tape applied to it. Manipulation of the lead did not cause any speed drops or pump stoppage. Add'l info indicated that movement of the pt's upper body caused pump stoppage. The pt underwent a pump exchange from one lvad to another lvad on b)(6) 2013 and was reported as doing well.